Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit and was also experiencing severe shock-like sensations in the neck. The vns was disabled. Explant of the vns was planned for (B)(6) 2011, but this has not been confirmed. Attempts for further information are in progress.

Manufacturer narrative:
Device fialure is suspected.

Event description:
Reporter indicated the patient had vns lead and generator explant surgery performed on (B)(6) 2011. The vns was not reimplanted. The patient had no known trauma and did not manipulate the vns. No x-rays were performed. It is unknown if any anomalies were seen during the explant surgery. Attempts for return of the explanted devices were unsuccessful as the hospital will not release the explanted devices.